Event description:
The reporter contacted animas on (B)(6) 2012 and stated the down arrow keypad button would stick, was intermittently unresponsive and required multiple presses to elicit a response. The reporter denied damage to the keypad. The patient reportedly wore the pump exterior to a garment and wiped the pump with a cloth. There is no adverse event associated with this complaint. This complaint is being reported due to the alleged keypad response issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4). The keypad was found to be fully intact; no peeling or damage was observed. During testing, the down arrow keypad button was intermittently unresponsive; all other buttons responded appropriately. During investigation, evidence of contamination was found under all key contacts. Unrelated to the complaint, the vibration motor was found to be misaligned. The alleged malfunction is not likely to cause an adverse event because the audible alarm mechanisms still function and will still alert the user should the pump emit an alarm.